Event description:
During a tf tavr procedure for a 26mm sapien xt valve, the novaflex+ (nf+) delivery system balloon ruptured during inflation. A bav was not performed. Per the physician¿s request the 26mm nf+ delivery system was prepped with extra volume (1.5cc added to balloon) for a total volume of 23.5cc. During inflation, the nf+ balloon ruptured. The xt valve was deployed in a 50:50 aortic/ventricular position with mild paravalvular leak (pvl) and no central leak. It was determined that the valve did not need to be post-dilated. Post deployment, the echo revealed a pericardial effusion which was drained. The delivery system was completely removed from the patient without difficulties. The patient was transferred to ICU in stable condition. The team thought that the cause of this event may have been related to a large boulder of calcium near the right coronary ostia.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The returned delivery system was visually inspected and an axial tear, indicating a longitudinal burst, was observed. The balloon was then inspected under magnification, and no scratches, surface defects, or other abnormalities were noted. Due to the condition of the returned device (balloon tear), no applicable functional testing could be performed. As part of the dimensional analysis, single wall thickness measurements were taken along the balloon tear. The measurements were found to meet the specifications. Transcatheter delivery balloon burst complaints have been previously investigated and documented by edwards lifesciences in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the reported balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Based on the available information, the event was most likely due to patient factors (bulky leaflet calcification, including a large boulder of calcium near the right coronary ostia) and/or procedural factors (inflation volume greater than nominal inflation volume specified in IFU). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The investigation of this event is ongoing, pending engineering evaluation of the returned device.